Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box and duplicated in the evaluation. Review of black box data found loss of prime warnings due to non-zero low force. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The rewind/load steps were completed without incidences. A ¿pump not prime¿ warning was encountered immediately after the prime step. A 24-hour basal exercise and the bolus exercises were unable to be performed due to the loss of prime alert. The force sensor calibration reading was low out of specifications. Pump casing was opened and the force sensor resistance measurement was out of specifications. Contamination was found on the force sensor shim.